Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient was in the intensive care unit of the hospital due to syncope a few days earlier. Upon interrogation of the subcutaneous implantable cardioverter defibrillator (s-ICD), no events were found to correlate the device to the syncopal episode. However the field representative did note the s-ICD battery life was at 16 percent remaining. Boston scientific technical services (ts) was consulted and discussed this seemed low for a device implanted approximately three years earlier. Ts suggested sending in the data from the device's memory to be reviewed by engineering. At this time the data has not been received and the s-ICD remains in service. No adverse patient effects relating to the s-ICD were reported.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the data stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) memory was analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected due to an increase in the battery usage. Device replacement was recommended. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported.